Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was capped and replaced with the previously implanted pacing rv lead. The reason for the replacement is unknown. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 5086mri52, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.